Manufacturer narrative:
In the b5, it should note: it was reported that during a da vinci-assisted wedge to completion lobectomy surgical procedure, the forceps did not work anymore, and the customer had to take it out with the emergency key. The procedure was completed with no reported injury. In addition, follow-up was performed, and the customer noted the instrument jaws did not get stuck on the tissue. The instrument release key (irk) was successfully used. There were no problems removing the instrument through the cannula. The procedure was completed with a back-up instrument. There are no photos or recordings available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.